Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the intraocular lens implant procedure, iol found to have spot in the center of the optic. Iol remained implanted. Additional information has been received and stated that, the iol was explanted in a secondary procedure.

Manufacturer narrative:
A photo was provided of the eye. Rings are visible indicating a multifocal iol. Large areas are observed in the center that have the appearance of scrape marks. It cannot be verified to be damage from the photo.. A viscoelastic was indicated that is qualified when used with a qualified cartridge and handpiece combination. The cartridge and handpiece information was not provided. The indicated active sentry is a company cataract hp tool used in the removal of the cataract from the eye. The product investigation could not identify a root cause for the reported complaint. The explanted lens was not returned for an evaluation. The complaint was for "a spot in the center of the optics". A photo was provided. Based on our observation of the attached photo, the photo displayed what may be scrape marks. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The file indicated that no sample was expected. Multiple follow ups were conducted. The lens was explanted (B)(6) 2022. The manufacturer internal reference number is: (B)(4).